Event description:
It was reported via medwatch " our patient had alarms matching those contained in the notification, namely, "catheter balloon restriction". The patients' vitals remained stable, but alarms were present throughout the weekend. Pt discharged home after heart surgery in stable condition."

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 50cc 8fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return the teflon sheath was noted on the iabc; dried blood was noted in the sheath sidearm. The distal end of the sheath was noted buckled. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. The iabc central lumen was noted broken within the flex-tip as-assembly area at approximately 6.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood had exited the central lumen and entered the bladder with the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood had exited the central lumen and entered the bladder with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in an inability of the iabc to inflate. Based on a review of the de-vice history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported via medwatch, "our patient had alarms matching those contained in the notification, namely, "catheter balloon restriction". The patients' vitals remained stable, but alarms were present throughout the weekend. Pt discharged home after heart surgery in stable condition."

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4).